Event description:
The patient was revised due to spinout of the tibial insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted devices confirmed insert dislocation. The investigation did not find any evidence suggesting device loosening. The investigation could not draw any conclusions about the root cause of the insert dislocation based on the provided information. Previous investigations for insert dislocation have determined that the incidence of insert dislocation is very low and attributed to improper flexion/balance gap balance. No evidence was found suggesting product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The implants were quite loose, so became to replace all.